Event description:
It was reported that the patient underwent surgery with implant of posterior rod/pedicle screw fixation at l3-s1 with dynamic segment at l3-4. Sometime post-op, the patient reportedly had both rods break at the bumper level. A revision surgery was done in 2009 to replace the rods. Both screws at l3 were reported to be loose and were replaced with larger diameter screws.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.